Event description:
It was reported that, during removal of a bladder stone from a pt, tape was visualized in the bladder. The pt had a sling procedure performed approximately 4 years prior. Nothing was done to address the tape in the bladder at that time. The bladder stones have since recurred, and the tape was seen on cystoscopy. The physician plans to remove the stone and the tape from the bladder. The physician believes, based on his visulalization of the tape, that tape in the bladder may have gone unrecognized at the time of the original sling procedure.